Event description:
During implantation of abc plate two screwdriver tips broke off in screw head. The tips could not be removed, so they broke the screw heads off to take plate off. Surgery prolonged 2 hours. The pt suffered no adverse effects as a result of this incident.